Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was not known. The insulin pump was worn in customer's bra and exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.